Manufacturer narrative:
Additional information received indicated the following: the physician used a double-guidewire technique for the percutaneous coronary intervention (pci). The physician inflated the cypher 2.5 x 33 mm stent delivery system (sds) balloon to 2 atm. In order to assist in passing the guidewire (used for the cypher sds) through the last ring or stent struts to accurately place the device in the left circumflex (lcx)-second obtuse marginal (om2) bifurcation lesion. The physician was then not able to access the lcx/om2 target lesion with the cypher sds due to the partial inflation of the balloon. The stent dislodged from the cypher sds during the physician's subsequent advancement of the sds. No additional information is available. (B)(4). The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced difficulty crossing the target lesion located in the bifurcation of the left circumflex/second obtuse marginal branch with the cypher 2.5 x 33 mm stent delivery system (sds) and while advancing the product the stent dislodged from the sds. The physician was able to successfully retrieve the dislodged stent located in the left main with a snare device and successfully removed it from the patient through a femoral approach. The physician then implanted another cypher stent in the second om and a second stent in the rca to complete the procedure successfully. There was no reported patient injury. The left second obtuse marginal branch target lesion was reported to be an 80% stenosis and slightly tortuous. The lesion was pre-dilated with a balloon catheter at 6 atm for 2-3 seconds. The procedure was elective and a trans-radial approach was used. Additional information received indicated that the physician used a double-guidewire technique to deliver the product to the lesion. In doing so, the physician inflated the cypher 2.5 x 33 mm stent delivery system (sds) balloon to 2 atm.; however the product failed to cross through the lesion and dislodged. The stent dislodged from the cypher sds during the physician's subsequent advancement of the sds. The product was returned for inspection. One non-sterile cypher select + 2.5 x 33mm was received coiled inside two plastic bags. Two kinks were observed at 7.5 and 22 cm from the distal end. This condition on the shaft could be related to the way the unit was shipped for analysis. The balloon showed that it had been already inflated and blood and inflation medium residues were observed. The stent was received separated from balloon. It was twisted and compressed at both ends. During microscopic analysis, crimping and bumping marks were observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodgement failure was confirmed. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The IFU indicates to not to pre-inflate balloon or induce a negative pressure on the delivery catheter before placement of the stent across the lesion as this may cause premature dislodgement of the stent from the balloon. The information provided suggests that there are possible vessel characteristics (bifurcation) and procedural factors (partial inflation of product prior to deployment) that may have contributed to the difficulty experienced delivering the device to the target lesion and reported stent dislodgement.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15060054 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero (0) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15060054. No non-conformance records were issued for this lot. Crossing profile and stent retention records were reviewed and this lot was deemed acceptable. Fpi crossing profile and stent retention test results were reviewed and no anomalies were found.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced difficulty accessing the left circumflex/second obtuse marginal branch target lesion with the cypher 2.5 x 33 mm stent delivery system (sds) and the stent became dislodged from the sds. The stent migrated to the level of the left main. The physician was able to successfully retrieve the dislodged stent with a snare device and successfully remove it from the patient through a femoral approach. The physician then implanted another stent to complete the procedure successfully. The patient was reported to be in stable condition. There was no reported patient injury. The left circumflex/second obtuse marginal branch target lesion was reported to be an 80% stenosis and slightly tortuous. The lesion was pre-dilated with a balloon catheter at 6 atm for 2-3 seconds. The procedure was elective and a trans-radial approach was used. No additional information is available.